Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced pericardial effusion, an increase in intrinsic rate and a decrease in low blood pressure. High thresholds were also noted on the leadless ipg. Pericardialcentesis was preformed and the patient was moved to the intensive care unit (ICU). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, medical device: model #: mc1vr01us-delsys / expiration date: 28-nov-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Device mfg date: 01-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.